Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Visual examination of the returned device revealed that the distal end of the cannula was blocked with a foreign material which looked like a kind of ointment. Based on the product analysis, there is no enough information available regarding the foreign material and it was not able to determine how the foreign material got attached to the cannula. Therefore, the most probable root cause for this complaint is undeterminable. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a contour ercp cannula was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during procedure, cannulation was performed using this device; however, it failed to be inserted into the bile duct. The physician attempted the cannulation using a jagwire guidewire but resistance was met at the distal end of the cannula. The physician could advance the guidewire through the cannula but he was concerned with the possibility that it might got damaged and so he decided to exchange the device. The procedure was completed with a second contour ercp cannula with the same original jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed reportable based on the investigation results: the evaluation of the device revealed a foreign material blocking the distal end of the cannula which looked like a kind of ointment.